Manufacturer narrative:
Additional information, including the lot code of the cormet cup, the part no. And lot code of the associated cormet head, post primary and pre revision x-rays, patient age and activity level and the return of the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records shall be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 13 years due to aseptic loosening.

Event description:
Cormet revision after approximately 13 years due to aseptic loosening.

Manufacturer narrative:
Per (B)(4) final report. Additional information, including the lot code of the cormet cup, the part no. And lot code of the associated cormet head, post primary and pre revision x-rays, patient age and activity level and the return of the explanted devices was requested in order to progress with the investigation of this event. However, this information was not provided and thus an investigation could not be conducted. The appropriate device details were not provided and the relevant device manufacturing records could not be identified or reviewed. Based on the information provided, no further investigation can be conducted and thus corin now considers this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.